Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was returned for analysis. Visual/tactile inspection found no issues. Microscopic analysis and functional testing identified a pinhole leak less than 1 mm in length proximal to the guidewire exit port after the device was connected to the inflation aid, and using the encore unit (with a pre tested druck gauge), an inflation attempt was performed. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. This product investigation is assigned the most probable cause classification of cause not established. This code was selected as the most probable complaint cause based on the information available and the review conducted at boston scientific site. Analysis of the returned device noted a pinhole leak less than 1mm in length along the proximal to the guidewire exit port. It was reported that the stent would not deploy. The complaint did not provide lesion, vessel, or inflation details. Although the unreported pinhole identified during device analysis most likely contributed to the issue, the root cause cannot be confirmed.

Event description:
Reportable based on device analysis completed on 29may2026. It was reported that failure to deploy occurred. A 2.75 x 16mm synergy shield drug-eluting stent was advanced for treatment but failed to deploy. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a shaft pinhole.